Manufacturer narrative:
(B)(4). Evaluation summary: only the clip was returned for evaluation, thus the reported mechanical issue (clip open while locked) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the mechanical issue of clip open while locked. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that during deployment the clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve and deployment steps were performed. When retracting the actuator knob, the clip opened while locked to approximately 90-100 degrees and the clip began to detach from the leaflets. The gripper line was still attached to the clip. A snare was used in attempt to close the clip, but was unsuccessful. The leaflets increased mobility, but never fully detached from the clip. The leaflets were barely inserted and the decision was made to send the patient to surgery. The mr remained at a grade of 4+. The clip and gripper line were removed from the patient during mitral valve replacement surgery. The patient is stable. No additional information was provided.